Event description:
Per the clinic, the patient experienced a performance decrement with device use and pain around the implant side. The device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6), 2013.this report is filed june 6, 2013.